Event description:
Cataract surgical instrument set: surgeon reported a high degree of product variability when the same instruments were compared from add'l cataract instruments sets from the same vendor to include inconsistent sizes of the instruments, different angles to each conner wand, and questionable integrity of the seibel chopper. The finish on the instruments appeared rough under the microscope and not conductive to use on delicate, thin membranes of the eye. These instruments were considered by the surgeon and supported by add'l surgeons observations. On (B)(6) 2016, the cataract instrument set was opened for a case, but never used due to being determined that the product was not safe for pt use per surgeon unk mfrs, however, some instruments in the set were etched with (B)(6) medical on them and some instruments were packed with (B)(6) medical name on them. Distributor: (B)(4).